Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that for some time the formula dispensed to the patient has been returned. They indicated that the system was operational for a short time (2 months), when it should last 4 months. It was placed by the doctor. Per additional information received from the customer on (B)(6) 2022, when they say the formula dispensed has been returned, they mean that the device was leaking from the tubing which was broken. In addition, the balloon was partially deflated. The milk continues to be dispensed but due to the damage to the tube, the milk returns and the patient does not receive the indicated nutrition. The contaminated device will be removed, discarded, and replaced by the specialist.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on august 18, 2018. There were no physical samples or photos received for investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition and determine the root cause. However, a supplier corrective action request has been sent to the supplier to further investigate and address the reported condition. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. This complaint will be used for tracking and trending purposes.